Event description:
It was reported that shaft break occurred. The 90% in-stent stenosed (isr) target lesion was located in the mildly tortuous and severely calcified first obtuse marginal. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, a guidezilla was already in place when the physician advanced the device and crossed distal to guidezilla. Upon adjusting the device into the proximal segment, it was noted that the device marker was not moving, the balloon shaft had been compromised. A 3.0 balloon was then loaded on the same wire and inflated, but the wolverine was brought back to the proximal segment of the vessel. The 3.0 balloon was withdrawn from the wire and a 2.5 balloon was loaded into the guide as a trapper inflated it distal to the guidezilla collar and removed the device completely including the other devices used. The procedure was completed with no patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).